Event description:
During a shoulder arthroscopy using an arthropierce 35deg up, it was reported that the tip broke off. The arthropierce was used to pass the suture through the labrum and the first suture passed through perfectly. The device was used to pass a second suture but as the surgeon went to retrieve the suture, the tip fell off. Resistance was noted as the device came against the soft tissue. A 7-10cm incision was made to retrieve the loose fragments. The case was then completed successfully. Although the second suture would have further secured the labrum onto the acetabular rim; the first suture did stabilize the tear. The patient¿s condition was reported as okay post-procedure.

Manufacturer narrative:
Device evaluation: one arthropierce 35 degree up was returned for evaluation. Visual assessment of the device confirmed the reported complaint. The distal tip of the shaft has broken off. The break area is angular in nature and shows signs of plastic deformation. This condition is consistent with excessive forces being applied during use. A review of the device history records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).